Manufacturer narrative:
This complaint actually concerns the tubing assembly ("breathing circuit"), not the ventilator. The model 2030 circuit is supplied with a collection head attached to the exhalation valve. It can be removed easily by hand for those who do not use it. Our labeling states "discard if not needed, may amplify exhalation valve noise." A "squawk" sound is possible at higher pressures and flows if coil head is left on. There is nothing defective about these devices in question.

Event description:
Title: event desc: 2 vents reported as not functioning correctly. Both ventilators were squawking and one needed a safety valve, max pressure valve and peep pressure valve adjusted. After talking to the tech support person, they knew immediately the cause of the squawk. Removed bottom cup from exhalation valve and squawking stopped. What was the original intended procedure ?